Manufacturer narrative:
(B)(4). Method: the two complaint rt125 breathing circuits were received at fisher & paykel healthcare in (B)(4). Both circuits were visually inspected and pressure tested. Results: visual inspection revealed cracking along one of the swivel wye ports for both devices. The pressure test showed that both devices were out of specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has been completed with the new pre-mixed material having been implemented on the production line. The complaint devices were manufactured before this change. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt125 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that they found a crack on the swivel wye of two rt125 infant bias flow breathing circuit when checked before use. There was no patient involvement.